Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a 122d error code (alarm message: cannot reach target flow). The device was in clinical use when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator displayed a 122d error code (alarm message: cannot reach target flow). The repair is pending.

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. It was reported in the servicemax record, that the work order was cancelled, and no further actions were performed by philips. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.